Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage controller was replaced. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 7700 system was not regulating the dose. No patient injury was reported.